Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that of the eight electrodes, several poles could not be used due to high impedances. No matter how many times the connection area was wiped and reconnected, there was no improvement. The electrode numbers and values are unknown. The connection area was wiped and reconnected and measured again. No improvement. Because it was before wound closure, the defective product was removed and the 977a275 that had been prepared as a backup was implanted. The issue has not been resolved. Additional information was received. Lead serial number confirmed. The cause of the high impedances was not determined (confirmed as high), and the lead will be returned to japan qa in june. The lead had already been tunneled to the neurostimulator pocket site prior to being replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a260; lot/serial# (B)(6); implanted: (B)(6) 2026; explanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260; serial/lot #: (B)(6), ubd: 10-feb-2030, UDI#: (B)(4). G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.